Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after experiencing a car accident on (B)(6) 2015. Upon device interrogation, the left ventricular lead exhibited inappropriate atrial capture when pacing with proximal electrode configuration. Chest x-ray confirmed the lead had dislodged and was partially in the atrium and partially in the coronary sinus. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well and was fine.